Manufacturer narrative:
The failure analysis laboratory (fa lab) received the suspect component. The fa lab performed the ddi function procedure, performed piston position and displacement display and patient circuit calibration; all calibration for the device passed. But, it was noted that the start/stop button did not engage when depressed. The reported issue by the customer was duplicated the fa lab and it was determined that the cause was a defective u7 integrated circuit on the ddi board.

Manufacturer narrative:
Carefusion file identification number is (B)(4). Any additional information that is provided by the customer will be included in a follow-up report. (B)(4). At this time, carefusion has not received the suspect device component for evaluation.

Event description:
The customer reported the start/stop button on the 3100a ventilator was intermittently working. The customer replaced the driver displacement indicator (ddi) and ran a calibration test in which the device passed. Upon further investigation, the customer reported the alleged device was on a patient during the occurrence. The customer reports no harm or injury to the patient.